Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), shipping damaged commander delivery system. They advised that the large outer box was damaged as well as inner. Device images show that commander integrity may have been compromised. This was discovered when unboxing the kit. Images of the shipping boxes were received.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for packaging inadequate, sterility compromised was confirmed based on evaluation of provided imagery. Available information suggests that factors related to shipping and handling likely contributed to the event as it was reported 'shipping damaged commander delivery system. They advised that the large outer box was damaged as well as inner ['] this was discovered when unboxing the kit.' Shipping and handling include various factors that may contribute to container, shelf box, or shipper box damage. This usually occurs during the transportation of the packaged device between edwards' distribution centers and the relevant sites where products are being used or can occur due to mishandling of the packaging. Damage to the packaging during shipping and handling occurs outside of edwards' control. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.